Manufacturer narrative:
(B)(4). Date sent: 1/13/2021. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The tissue pad damaged, melted and 100% present. In addition the tissue pad damaged, melted and 100% present and cable was cut off. Due to the device cable cut off returned condition we were unable to perform functional test. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u94844. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested and the following was obtained: what was the timeline of events. => the issue occurred during the operation. No information on how long it has been used. The tissue pad was melted so replaced it. The surgeon noticed that the blade was damaged when replaced it. No further information will be available. Was the second x-ray performed intra-op or post-op? There is no report about when the x-ray was performed. No further information will be available. Did the device hit metal or a staple line? No further information will be available. Did the tissue pad completed fall off of the device? From the report, the tissue pad was melted but did not fell off. No further information will be available. Were any alerts screens displayed during the procedure? The surgeon commented no error occurred. No further information will be provided." Total surgery time was about 15h. This was so difficult case. The surgeon used the device in very narrow space. The extension of surgery time due to this issue was less than 30 minutes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic miles' operation, the tissue pad melted during use. No error occurred, but the device was replaced. It was found that the tip of the blade of the first device was broken after the device was replaced. The surgeon found the blade broke. He used the replacement and completed the procedure. He conducted x-ray and suction, but he didn't find the piece and closed the incision. He conduct x-ray again and confirmed the shadow and re-opened the same and removed the piece via the trocar. The device was used around the rectum. Gen11 was used. The patient is stable. No further information is available.